Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complained of feeling pacing and was observed with possible stimulation indicated by chest movement when paced. A transmission showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing short v-v intervals and noise. Also observed were high threshold; undersensing with measured small r-waves, and no capture. An x-ray confirmed the lead dislodged. The lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.